Manufacturer narrative:
The root cause of the pump stop has been completed. No product was returned for analysis. The logs confirm pump was run longer than indicated. The pump was run for 16 days, long past the intended design life of 5 days for european cases. The root cause of the pump stop was most likely due to bearing wear. H.6 code 4115 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-25217. A new code has been added to type of investigation codes. H.10 additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-25217 stated that the device was discardd but the device was not returned. Type of investigation code has been updated to reflect not returned.

Event description:
The complainant reported that the impella cp was placed for over two weeks when a pump stop occurred. Multiple attempts were made to start the cp at different p levels without success. Motor current spike at start over 1400ma and the impella did not start. The cp was explanted. The patient is stable without impella support and survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿